Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: a review of the pump black box history showed multiple pump reboots. A visual inspection of the pump revealed that the battery compartment was intact; no cracks were observed. The returned battery cap secured fully and was able to maintain an electrical connection with the pump. There was moisture observed behind the display lens. The pump powered on to a blank display. The audio tones feature functioned properly, however, the vibratory feature was not functioning. The keypad cover was found to be peeling up near the up arrow button. A leak test was performed and a keypad leak was confirmed. The pump case was removed and moisture corrosion was found throughout the inside of the pump. Corrosion was observed on vibration motor and display flex/connector. The power issue was observed in the pump history but was unable to adequately be investigated due to the moisture damage.